Event description:
While advancing an coronary stent with delivery system to an unknown target lesion site in the pt's body, it was reported that the stent became dislodged from the balloon catheter. The stent subsequently embolized into the left main and was successfully retrieved with the use of a snare device. The pt had poba only and there were no pt complications reported relative to this event.